Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2025-0000036. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: based on the device analysis grid, the assessments of the complaint are: use error: observed, one opening assessed as surgical damage. Deflation: observed, one opening assessed as fold flaw opening. As per the investigation procedure crease, non-penetrating nick and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. It was additionally reported "hole on bottom". The device has been explanted.